Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient for ankle surgery and peripheral nerve block/catheter in preop. When attempting to release the catheter from the stylet, it would not release. Anesthesiologist had to manually cut and pull sheath away from the catheter, and when sheath was removed, it was bent on the end." There was no harm to the patient.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the nerve block catheter with no relevant findings. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported that: "patient for ankle surgery and peripheral nerve block/catheter in preop. When attempting to release the catheter from the stylet, it would not release. Anesthesiologist had to manually cut and pull sheath away from the catheter, and when sheath was removed, it was bent on the end." There was no harm to the patient.